Manufacturer narrative:
The reason for this revision surgery was joint instability and a subsequent dislocation of the hip after 3 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 501c1006. A total of (B)(4) complaints have been submitted against this part number. (B)(4) of the complaints have been attributable to patient instability and seven have been the result of dislocations. The root cause for the joint instability and dislocation was not reported. Several factors unrelated to the implant that can play a role in instability; such as a loose joint from degenerative soft tissue and improper inplant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - due to the patient having instability and dislocating her hip.